Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system booted up with a communication error and would not produce x-rays and was locked up. There was no patient injury or death reported.